Manufacturer narrative:
(B)(4). Results: lockout slide tip damaged, damaged adjusting knob. The analysis results showed that the device was received with the hook shroud opened by the seam and with a cartridge loaded on the device. The reload was returned void of staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout slide tip and the adjusting knob damaged. The damage to the lockout slid tip and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the rotating knob was broken before firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.